Manufacturer narrative:
The fse found a clogged vacuum line which caused the leak. The fse cleared the blockage and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
After shutting down the unicel dxh 800 coulter cellular analysis system, the customer reported an uncontained cleaner fluid leak from sample transfer module (stm) where the cassette is mixed. The volume of the leak was not known. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.